Event description:
It was reported that the core impaction drill heated up during testing. There was no pt involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
Upon disassembly, worn bearings were discovered and damage was discovered to the motor.